Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported difficulty inserting the wire in the device. A proxy .038 guide wire was unable to be fully inserted into the sheath without resistance; however, further inspection of the device revealed that the seal valve was prolapsed, which could have caused the reported resistance with the wire. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and there were similar events identified from this lot. Root cause analysis concluded that the issue is likely due to manufacturing. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, the proglide device would not insert onto the 0.035 guide wire. "It was not possible to advance through the guide wire lumen of the proglide device and the wire got stuck." Another proglide device was used with the same guide wire to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.